Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for creatinine plus ver.2 (crea) on one patient sample. All results are in mg/dl. The patient had an initial post-operative sample drawn and generated crea results of 2.32. This result was reported outside of the laboratory. The initial post-operative sample was repeated in the original pour off tube and generated a repeat result of 0.91. The post- operative sample was then repeated from the primary tube and generated a result of 0.90. The customer deemed the repeat result to be the correct result. There was no adverse event. The patient had a second post-operative sample drawn, and generated a crea result of 1.04. This sample was repeated and generated a repeat crea result of 1.02. The lot of crea reagent in use was 67445501, with an expiration date of 10/31/2013. The field service representative could not find a cause for the issue. He performed a check test, which was within specification.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of pertinent information.